Manufacturer narrative:
Batch review performed on 17 june 2019: lot 168440: (B)(4) items manufactured and released on 16 march 2017. Expiration date: 2022-03-07. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director: hip revision surgery occurred 1 year and 7 months after cementless total hip arthroplasty. Patient reported pain probably due to psoas impingement. The components remained intact and we cannot detect any hint of a defect that led to the problem.

Event description:
On (B)(4) 2019 we were alerted of a revision surgery that was then performed on (B)(6) 2019, after about 1 year and 7 months from primary surgery, due to hip pain. During the surgery the surgeon noticed psoas impingement with the cup. The surgeon revised successfully the cup to a larger size and the head from -3 to a +0. The surgeon varied the cup anteversion to avoid psoas impingement. The surgery was completed successfully.